Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette sample and/or diluent in well position h11 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.